Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose of 33 mg/dl. Reportedly, the contact declined troubleshooting with tandem's technical support and stated that troubleshooting was not necessary.